Manufacturer narrative:
The event of stimulator not turning on due to car accident was reported to abbott. The ipg was deemed inoperable. The system was explanted and replaced. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's scs ipg became no longer able to turn on following a car accident in (B)(6) of 2020. A manufacturer representative met with the patient and confirmed that the device would not communicate with external devices, deeming it inoperable. In turn, the patient underwent surgical intervention wherein the scs system was explanted and replaced to address the issue.